Event description:
It was reported that over years of use the arm pad on an unknown wheelchair is broken up, caused a small cut on the end users arm. The caller also states that the seat is torn up, the wheels have become wobbly and the frame is loose from being dropped, pushed on and pulled from all of the different people trying to help user. Caller could not confirm the model / serial # or that this is for sure an invacare chair. Minor injury, no medical intervention.